Event description:
It was reported that patient had ischemic dilated cardiomyopathy a redo-sternotomy, heart transplant were performed as well as biotronik pacemaker and two unknown leads were explanted and returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5173352, mw5173354. Pt code: 2493. Device code: 4001.